Event description:
It was reported that the lead was removed after it had dislodged from its original position. During the replacement, the helix was retracted and extended several times and the mechanism didn't work properly. The lead was finally extracted. No patient complications were reported as a result of this event. Patient's status is listed as ok.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: helix/lobe distorted/bent; full lead was returned. The helix was stretched and bent, preventing it from functioning properly. It was determined this most likely occurred at dislodgement. Other text : it was reported that the lead was removed after it had dislodged from its original position. During the replacement, the helix was retracted and extended several times and the mechanism didn't work properly. The lead was finally extracted. No patient complications were reported as a result of this event. Patient's status is listed as ok. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Operational context contributed to event dislodged retract, failure to advance, failure to.